Event description:
It was reported that the package for a broncho cath endobronchial tube left 35 fr. Contained a 37 fr. Which was used for the pt, without any injury.

Manufacturer narrative:
Return of the endobronchial tube for failure investigation has been requested. The lot number was provided and the manufacturer will review the lot history records. If the tube is returned and failure investigation results provide significant info, a follow-up report will be submitted.